Event description:
It was reported that a patient underwent a sling procedure under general anesthesia in 2008. The pt had no concomitant procedures during this surgery and there were no intraoperative complications. Post-operatively two months later, it was found that the pt had developed a tape erosion. As a result, the pt was scheduled for a surgical closure of the erosion.

Manufacturer narrative:
Date sent to the FDA: 12/11/2008. Mesh exposure occurred- conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.